Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The same day as peritonitis diagnosis, the patient was hospitalized for peritonitis. The following day the patient was treated with injection vancomycin (1gm, every 48hrs, intraperitoneal, discontinued after 16 days), injection ceftazidime (1gm, once daily, intravenous, discontinued after 16 days) and injection piptaz (1gm, once daily, intravenous, discontinued after 16 days) for peritonitis. The patient was discharged twenty (20) days after hospital admission. On an unknown date, the patient was recovered from peritonitis. Pd therapy was ongoing. No additional information is available.